Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted further information from the reporter regarding event, product and patient details have been requested. No additional information is available at this time. The events of "a hard, fibrotic, just like cartilage" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling indicates: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ induration or nodules at the injection site. ¿ any other undesirable side effects associated with injection of juvéderm® volbella¿ with lidocaine must be reported to the distributor and/or to the manufacturer.

Event description:
Healthcare professional reported patient was injected in the periorbital area two years before onset of symptoms. Injection site became "hard, fibrotic, just like cartilage." Treated with hylase, "couldn't be resolved." Currently treated with "cortisone injections into the lesions." Symptoms ongoing.